Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Sheath used in procedure: ts2230/(B) (4).

Event description:
This pt had a prior repair of a thoracic aneurysm (date and MFR unk). On feb 22nd, the anastomosis between the graft and aorta ruptured and pt had emergency treatment with tag device. Advancement of the introducer sheath was not possible due to the tortuosity of the access vessels and an unsuccessful attempt to advance the delivery catheter outside of the sheath resulted a surgical cut down to the external iliac artery. The introducer sheath and delivery catheter were then removed. An eptfe (MFR unk) conduit was placed and the tag device was deployed. The surgical incision was repaired and the pt tolerated the procedure.